Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found internal insulation abrasion breaching the ring electrode ¿ re cable lumens at 2.8 to 3.9cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.